Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject retriever fell apart from attachment point to the wire when pulled back into catheter along with the microcatheter. The subject retriever left in the artery, and partially in the catheter then it was pulled back slowly. The subject retriever was successfully removed from the patient's body in the end. The procedure was not completed due to another reason. No other information was provided.

Event description:
It was reported that the subject retriever fell apart from attachment point to the wire when pulled back into catheter along with the microcatheter. The subject retriever left in the artery and partially in the catheter then it was pulled back slowly. The subject retriever was successfully removed from the patient's body in the end. The procedure was not completed due to another reason. No other information was provided.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Analysis of the returned device found that the subject retriever shaped section was detached from the core wire. The core wire was fractured at 4.7mm from the mid solder junction. The core wire coil was removed in order to inspect the proximal end of the core wire break. The microscope confirmed fracture was at transition region from round-to-flat corewire and shows a moderate degree of contamination as shown by darker "flakes" in the images (likely dried procedural fluids/matter). In addition, the images indicate that the fracture site experienced both ductile and brittle fracture. Based on the device analysis the reported event was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was received indicating that the device was prepared as per the dfu, no anomalies were noted to the device after removal from the packaging or prior to preparation, and continuous flush was maintained throughout the procedure. The device was returned and it was confirmed that the retriever had become detached from the core wire due to a fracture to the core wire. It is probable that the core wire fractured during difficulties encountered during manipulation of the device. An assignable cause of procedural factor will be assigned to the reported nv - retriever fractured/broken during use and analysed ' retriever core wire broken during use, as this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.